Manufacturer narrative:
A specific root cause for the event could not be determined as the customer no longer had strips to return for investigation. The returned meter was tested with the current masterlot of strips and the retention strips from the complained lot. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention material meet specification.

Manufacturer narrative:
This event occurred in (B)(6). The customer no longer has the strips used in the event.

Event description:
The patient states while using his coaguchek xs meter (serial number (B)(4)), he obtained a result of 3.4 inr. Within 35 minutes a test was done on the doctor's coaguchek xs plus meter (serial number unknown) and the result on it was 2.6 inr. He retested on his meter within one hour from his initial meter result and obtained a result of 3.2 inr. The patient's therapeutic range is 2.5-3.5 inr. There was no adverse event. The suspect product was requested to be returned. However, there were no strips left to return. The replacement product was sent. The relevant retention test strips (lot 200781-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). There were no error messages that occurred. The retention material complies with the specification.